Event description:
Event description guidant received information, during a pacemaker replacement procedure for normal battery depletion, that this chronic atrial lead had become fractured. The lead was explanted and successfully replaced. No adverse patient effects were noted.